Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging the pump has an intermittent power issue; the pump is reportedly losing power in between battery changes without any warnings or alarms prior to the power loss. The reporter stated there was no damage to the pump or the battery cap, the battery cap secures properly to the pump. The reporter denied moisture in the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-oct-2019 with the following findings: during investigation, ther were no power interruptions observed in the black box download. Battery compartment is cracked alongside of pump. Battery cap is stripped. Battery cap unable to maintain an electrical connection, power loss and reboots duplicated. A test cap was used for testing purposes. The pump powers on normal with no alarms. The pump was exercised with the test cap with no further power issues occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.